Manufacturer narrative:
(B)(4).

Event description:
Patient 9 days post miradry treatment came into clinic suffering from fever and 'blister,' at this time patient was prescribed autmentin 875mg 2x/daily for 5 days. The next day, patient returned to clinic with abscess, the doctor sterilized the abscess two times before "transfering" the case to the hospital.